Manufacturer narrative:
Elevated complaint investigation will be initiated. Device expiration date: 06-jun-2023.

Event description:
The customer reported one false positive result on the alinity m sars-cov-2 assay. The customer received a phone call from the patient's parent questioning the positive result they received in between two negative test results within two days. The testing history of the patient is as follows: barcode sample ID (sid) (B)(6) was tested on (B)(6) 2022, and the result was positive. Sid (B)(6) was tested on(B)(6) 2022, and the result was negative. Sid (B)(6) was tested on (B)(6) 2022, and the result was negative. The patient performed an at-home sars-cov-2 test on (B)(6) 2022, and the result was negative. On (B)(6) 2022, the laboratory spoke to the patient's parent who stated that the patient had a high fever (104.5°f) and on (B)(6) 2022 was tested and the result was negative. The patient's parent also stated that their child's pediatrician believed that there may have been two separate viruses that the patient was infected with. The patient had symptoms which seemed like pink eye on (B)(6) 2022, and the patient had taken an at home sars-cov-2 test on that day and the result was negative. The patient's parent is questioning the child's sars-cov-2 positive result as they have received two negative results and additionally tested twice with an at-home test which was also negative both times. There was no report of impact to patient management.

Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review and a complaint history review. Investigation is summarized as follows: customer data review customer result log files were reviewed. The run which involved the discrepant result was valid and met assay specification requirements. The validity of the run met assay specification requirements, and no error codes or flags were displayed for the run controls. No abnormal amplification curves were identified, and the assay is performing as expected with correct interpretations. Pcr tests have a greater sensitivity when comparing to antigen test, therefore the results may not be reproducible between the two testing methods. There is no indication that the alinity m sars-cov-2 amp kit (list 09n78-095) lot 530958 is performing outside of established design performance specifications based on the elements reviewed in this section. Quality data review. Device history record / batch record review: the device history records (DHR) review for alinity m sars-cov-2 amp kit (list 09n78-095) lot 530958 (including the components) was performed. The manufacturing packets were reviewed to identify any issues related to the reported complaint during production of the lot components. No issues were identified. No issues were found during quality control (qc) testing. The products passed quality specifications at the time of release. CAPA / non-conformance review: the CAPA review for alinity m sars-cov-2 amp kit (list 09n78-095) lot 530958 (including the components) was performed to identify any records that were potentially related to the reported complaint. The search did not identify any records related to the reported issue for these lot numbers. Complaint history review. A lot specific complaint history review was performed to identify any similar complaints to the ticket being investigated, which reported discrepant results while using alinity m sars-cov-2 amp kit (list 09n78-095) lot 530958. A product deficiency was not identified by this evaluation. Based on the results of the investigation elements, a product deficiency for alinity m sars-cov-2 amp kit (list 09n78-095) lot 530958 was not identified.